Manufacturer narrative:
Concomitant medical products: dtma1qq crtd, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device check was performed because the patient was experiencing lightheadedness and palpitations. It was observed that the right atrial (ra) lead exhibited undersensing and the left ventricular (lv) lead exhibited high thresholds. The leads remain in use. No further patient complications have been reported as a result of this event.